Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces: the connector portion measured 14.5 cm while the distal portion was measuring 50.0cm. Internal insulation abrasion was noted at 6.6 cm to 7.2 cm and 7.5 cm to 7.8 cm from the distal tip with one breaching the non-functioning cable lumen and one breaching the ring electrode cable lumen, respectively. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.9 cm to 7.3 cm from the distal tip consistent with lead friction to another device or feature of the heart, which breached the right ventricular cable lumen. The etfe coating was intact at all of these locations.

Manufacturer narrative:
This report is related to previously reported complaint of high capture thresholds, high impedance values, and decreased sensing on the right ventricular lead, MFR #: 2938836-2013-06604.

Event description:
This report is related to previously reported complaint of high capture thresholds, high impedance values, and decreased sensing on the right ventricular lead, which was addressed by capping on (B)(6) 2013, MFR #: 2938836-2013-06604. New information notes that the previously capped right ventricular lead was causing some lead to lead interactions with the active competitor lead. The lead was explanted on (B)(6) 2021. The patient¿s condition was stable.